Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that while preparing to resuscitate a patient, the nurse found that the device was in a fault state. After powering on, it could not perform self check and did not enter normal operating mode, so another defibrillator was immediately used to resuscitate the patient. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.